Event description:
It was reported while using bd posiflush¿ normal saline syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have recently had a defective 10ml posiflush syringe (batch number 2215290 exp 2025-07) which was identified by one of our chemotherapy nurses when administering it to a patient. The liquid squirted out of the body of the syringe when she applied pressure to the plunger. (She was able to demonstrate this to the pharmacy team although there is no obvious crack or hole that can be seen with the naked eye.) She has removed the rest of this batch from our current stock as we are concerned about contamination

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ normal saline syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have recently had a defective 10ml posiflush syringe (batch number 2215290 exp 2025-07) which was identified by one of our chemotherapy nurses when administering it to a patient. The liquid squirted out of the body of the syringe when she applied pressure to the plunger. (She was able to demonstrate this to the pharmacy team although there is no obvious crack or hole that can be seen with the naked eye.) She has removed the rest of this batch from our current stock as we are concerned about contamination.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary: a device history record review was completed for provided material number 306575 and lot number 2215290. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample syringe was received for evaluation by our quality engineer team. The syringe did not show any damage in the tip or luer lock components. A male luer fitting leak test was performed to determine if there was a defect/breakage in the tip luer and to identify a cause of the reported leakage. The test uses the taper iso 594 gauge to determine if there is water leakage between the syringe threads and the gauge by applying water pressure. The test results did not show any signs of leakage. Based on the investigation results, a cause related to the manufacturing process could not be determined for the reported event.